Manufacturer narrative:
The report received from the affiliate indicated that a break just before the distal tip of the 100 cm. 5 fr. Infinity rbl4 diagnostic catheter was noted prior to use in the patient. The remaining four catheters from the same box were noted to have the same product issue and were removed from the shelf making the quantity involved five (5) each. None of the products were clinically used in a patient. The products were stored properly according to the instructions for use/IFU. There was no damage noted to the product packaging upon inspection. There was no reported difficulty removing the product from the packaging. There was no reported patient injury and the device was returned for analysis. Fal: one sterile 5f catheter of infiniti was received in its original pouch folded inside a plastic bag. Darker blue ring was observed between body and tip extreme at 3.4 cm from the distal tip. No cracks or other anomalies were found in the catheter. Dimensional analysis was performed on the received unit; the outer diameter of body to tip fuse point was measured and found within specification, the inner diameter of body to tip fuse point measurement was also found within specification. A microscope was used to verify external transfer of material between catheter body and tip fuse area, the received unit presents an acceptable fusion. In addition, axial test was performed in order to inspect for internal transfer of material between catheter body and tip fuse area. The unit presents an acceptable fusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of distal tip cracked prior to use was not confirmed through failure analysis as the device was found to be intact and within specification. The exact cause for the discrepancy noticed by the customer cannot be determined. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The report received from the affiliate indicated that a break just before the distal tip of the 100 cm 5 fr. Infinity rbl4 diagnostic catheter was noted prior to use in the patient. The remaining four catheters from the same box were noted to have the same product issue and were removed from the shelf making the quantity involved five (5) each. None of the products were clinically used in a patient. The products were stored properly according to the instructions for use/IFU. There was no damage noted to the product packaging upon inspection. There was no reported difficulty removing the product from the packaging. There was no reported patient injury.

Manufacturer narrative:
Please note that the quantity involved for this complaint is five (5) each and the products were not clinically used in a patient. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.